Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled for an unknown reason. Programming changes were made to restore the ICD. The patient was stable throughout.